Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set tubing was found severed into two pieces while the user was in public, leading to loss of insulin delivery, after which the user removed the site, transitioned to subcutaneous insulin by pen to correct elevated blood glucose, and later performed a full supply change with continued use of the same cartridge at the user¿s request. Symptoms included hyperglycemia with glucose reported around 300 mg/dl and no associated symptoms reported. Outcomes included a missed dose, a delay to therapy, and an unexpected medical intervention in the form of medication administration by pen; no serious injury occurred. Investigation included collection of the remaining tubing for evaluation and replacement of infusion components. Investigation of this case revealed that the cause of the tubing severance and resultant hyperglycemia was unclear, with no device alarms reported and no confirmed product malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.